Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion (plif) and posterior fusion surgery l5 to s1 using rhbmp-2/acs. It is reported that postoperatively, the patient began to experience increasingly severe and significant pain and weakness in his legs and his condition has gradually deteriorated. Additionally, the patient suffers from gastrointestinal problems.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Add'l info.

Event description:
It was reported that on (B)(6) 2010, the patient was pre-operatively diagnosed with recurrent disk herniation l5-s1 with recurrent right lower extremity pain and weakness. Degenerative spondylolisthesis, l5-s. Status post 2 previous micro-diskectomies, l5-s1, on the right side and underwent the following procedures: re-exploration and redo micro-diskectomy. L5-s1 on the right through previous scar. Posterior lumbar interbody fusion, l5-s1. Posterior fusion l5-s1. Application of pedicle screw instrumentation bilaterally at l5-s1. Application of interbody spacer size 12 x 25 mm, l5-s1. Use of autologous bone graft, morselized, same incision. Use of rhbmp-2/acs, extra small kit. Use of intraoperative fluoroscopy.